Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a urology catheter. The customer reported that the catheter balloon would not deflate during pretesting before insertion.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.